Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was unknown. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case on display window corners, cracked display window, reservoir tube and cracked battery tube threads. Insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.